Manufacturer narrative:
Two opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed both reservoirs passed per specification no occlusion was found.

Event description:
The customer reported that the reservoir plunger will not go all the way down when trying to fill the reservoir. The customer reported that she was on the third reservoir. The customer was unable to fully de-gas the insulin. The customer was advised to open a new reservoir and was able to do the complete set change. The blood glucose reading was 101 mg/dl. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.